Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a fill-tubing process the user consumed an entire insulin cartridge due to insulin leaking at the connector, which was identified and corrected by replacing the connector, after which insulin delivery resumed. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer service troubleshooting and user education over the phone. Investigation of this case revealed leakage at the connector that resolved with component replacement and proper setup. It was concluded that the event was related to a leaking connector, which was addressed through troubleshooting and replacement, with device function restored.